Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2008 - the pt was implanted with a bard/davol dulex mesh during an unknown procedure. The attorney's report alleges pain, injury, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information received. Based on the additional information received the patient underwent excision of the non-bard davol devices approximately six years after the initial implant. The attorney's legal claim alleges the patient experienced urinary retention, several uti's, lower abdominal pain, bowel problems and painful sexual intercourse. The medical records provided to date do not indicate the bard dulex mesh as a contributing factor to the problems experienced post implant. With the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records and the attorney's legal claim: on (B)(6) 2008 - the patient was diagnosed with vaginal prolapse, rectocele, cystocele and stress type urinary incontinence. The patient underwent a two part procedure which included implant of a bard dulex mesh, non-bard davol sling and a non-bard davol perigee mesh. On (B)(6) 2014 - the patient was diagnosed with ongoing pain. The patient underwent excision of monarc sling and excision of perigee monarc mesh system. There was no mention of any visualization or involvement of the bard dulex mesh. The attorney's legal claim alleges the patient experienced urinary retention, several uti's, lower abdominal pain, bowel problems and painful sexual intercourse.